Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 19 mm regent aortic mechanical heart valve was selected for implant. During device preparation, it was noted that the leaflets were not moving normally when tested with "simple testing." During procedure, one of the leaflets had difficulties opening and closing. The valve was explanted and upon explant, the leaflets were tested again and the issue persisted. The patient was not taking antithrombotic medication. The valve was exchanged for a new 19mm regent aortic mechanical heart valve, which was successfully implanted. The patient was reported to have been discharged from the hospital.

Manufacturer narrative:
An event of one valve leaflets not opening and closing smoothly was reported. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.